Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was producing dark images. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of this transducer confirmed poor image quality as described by the customer. Investigation of the device noted a swollen sheath and damage to the beading, shaft, strain relief, and control handle. The extensive damage identified during the evaluation would inhibit the overall performance of this transducer and is indicative of improper maintenance.